Event description:
It was reported that the insulin pump screen was blank. The battery cap was replaced, but the issue persisted. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with moisture damaged at the motor. The insulin pump passed displacement test, operating currents, self test and off no power test. No blank display noted. The insulin pump has minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing the end cap sticker.